Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states he has replaced the seat upholstery in (B)(6) 2015 and the seat is sagging down to the crossbraces.